Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-02253. It was reported during the patient's last visit, after multiple reprogramming attempts the stimulation effectiveness was less or no pain reduction. Consequently, the patient requested the physician remove the scs system.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-02253; follow up information received identified the patient's scs system was removed.